Event description:
Reporter stated the customer became disconnected from his infusion site when he was laying down and stretched on (B)(6) 2014. He was aware the site was disconnected but was too weak to reconnect it. He experienced nausea and "passed out," and his girlfriend contacted the paramedics. He was admitted to the "high intensive ward" and was treated for ketones with insulin via IV. He was discharged from the hospital on (B)(6) 2014 and is still using the infusion device system. No product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.